Manufacturer narrative:
This report filed february 10, 2016.

Event description:
Per the patient's surgeon, the device was explanted on (B)(6) 2015, due to inflammation. Reimplantation is planned, however has not taken place at the date of this report.

Manufacturer narrative:
This report is filed (B)(4) 2016.